Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-01282. It was reported that the patient experienced drainage at their lead incision site. As a result, the patient's system was explanted.